Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which may have been in use with the following: confida brecker curve guidewire, product ID: gwbc30, serial/lot: unknown, use by date: unknown, UDI: unknown. Citation: naoum I, eitan a, sliman h, et al. Cardiac tamponade complicating transcatheter aortic valve replacement: insights from a single-center registry. Cjc open. 2024;7(2):153-160. Published 2024 nov 14. Doi:10.1016/j.cjco.2024.11.005 earliest date of publication used for date of event and date of death. Earliest approved medtronic product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the mechanisms of cardiac tamponade during transcatheter aortic valve replacement (tavr). Of the 21 patients included in the study population, 15 underwent tavr with a medtronic valve brand (corevalve, evolut r, evolut pro, or evolut fx). Various types of guidewires were used during the tavr procedures, including medtronic confida guidewires. Among the medtronic valve patients, seven in-hospital deaths occurred following diagnosis and interventions taken to address cardiac tamponade, yet none of the deaths were recounted in detail. For one of these patients, the tamponade resulted from an annular rupture. Other adverse events that occurred in patients treated with a medtronic valve: cardiac tamponade necessitating either pericardiocentesis or both pericardiocentesis and cardiac surgery. Pacemaker-induced right ventricle perforation (6 cases), stiff guidewire-induced leftventricle perforation (5 cases), soft guidewire-induced left ventricle perforation (3 cases), and annular rupture (1 case, as noted above) were listed as the mechanisms of tamponade for the medtronic patients.